Event description:
It was reported there were coupling and/or communication issues. The pt could not use either the pt programmer or the recharger. The recharger was left at the pt's son's house about 7 months prior and the pt had just recently gotten it back. The pt had lost stimulation a "couple" of months before getting the recharger back. The pt saw her health care provider about the event, and the pt had surgery to fix the problem with the system in "(B)(6)" of 2010. The device was successfully reprogrammed, and the recharger was replaced. The pt could successfully recharge and was no longer having problems with the system.

Manufacturer narrative:
(B)(4).